Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin pump had blank display. The customer's blood glucose level was 429 mg/dl. The customer reported that they were treated with bolus. The customer reported that there was a crack on screen and the battery compartment was chipping. The customer also reported that the batteries were lasting half a day in the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.